Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during three infusion set changes, a teflon 6 mm, 23-inch infusion set disconnected between the applicator and the insertion site, resulting in compromised supplies while blood glucose remained stable and no device alerts or alarms occurred. Symptoms included no reported clinical effects. Outcomes included no reported impact on health status, no hospitalization, and a goodwill replacement shipped via standard ground. Investigation included troubleshooting and user education conducted by support. Investigation of this case revealed an infusion set deployment or connector attachment issue associated with the infusion set component. It was concluded, based on previously established findings for similar reports, that the cause was user technique.